Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that they have experienced the intra-aortic balloon (iab) catheter unwrapping before it is placed in the sheath. The customer understands that after reading the instructions for use that they may have pinpointed what they are doing wrong. There has been no injury or harm to the patient.

Manufacturer narrative:
(B)(4). The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported by the customer that they have experienced the intra-aortic balloon (iab) catheter unwrapping before it is placed in the sheath. The customer understands that after reading the instructions for use that they may have pinpointed what they are doing wrong. There has been no injury or harm to the patient.